Event description:
It was reported that there was an infection after a pump was recently put in. The healthcare provider had magnetic resonance imaging (MRI) guidelines but needed someone to read the pump after the MRI. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).